Manufacturer narrative:
An event involving heart failure, heart block, atrial fibrillation, and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported atrial fibrillation cannot be definitively established. The noted heart block may be secondary to the identified atrial fibrillation. Likewise, the underlying causes of the pericardial effusion and heart failure cannot be conclusively determined from the current data. It is possible procedural condition or pre-existing patient condition contributed to the reported event; however, this could not be confirmed. The reported unexpected medical intervention was results of case-specific circumstances as the patient was given medication. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 33mm epic plus mitral valve was chosen for a procedure. After the procedure, the patient experienced various fluctuating cardiac arrhythmias. The patient was under continues monitoring. The patient's rhythm was changing from atrial fibrillation, atrioventricular (av) nodal reentrant tachycardia and av block-1. Some medications were given. Post procedure, the patient had a bronchopulmonary infection and rising inflammation levels. The patient treated with antibiotics. The patient had pleural effusion with punction and medications were given. The patient had a significantly impaired left ventricular function. On (B)(6) 2025, the patient had a pericardial effusion and medications given. On (B)(6) 2026, the patient had sinus rhythm with av block and medications given. A cardioversion was performed on (B)(6) 2025. On (B)(6) 2025, the transthoracic echocardiography (toe) noted the patient having ejection fraction (ef) 40 %, on (B)(6) 2025, ef 25 %, on (B)(6) 2026 ~ ef 35 % and medications were given. The patient was reported stable and was in rehabilitation after discharge.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6) (r973411601). It was reported that on (B)(6) 2025, a 33mm epic plus mitral valve was chosen for a procedure. After the procedure, the patient experienced various fluctuating cardiac arrhythmias. The patient was under continues monitoring. The patient's rhythm was changing from atrial fibrillation, atrioventricular (av) nodal reentrant tachycardia and av block-1. Some medications were given. Post procedure, the patient had a bronchopulmonary infection and rising inflammation levels. The patient treated with antibiotics. The patient had pleural effusion with punction and medications were given. The patient had a significantly impaired left ventricular function. On (B)(6) 2025, the patient had a pericardial effusion and medications given. On (B)(6) 2026, the patient had sinus rhythm with av block and medications given. A cardioversion was performed on (B)(6) 2025. On (B)(6) 2025, the transthoracic echocardiography (toe) noted the patient having ejection fraction (ef) 40 %, on (B)(6) 2025, ef 25 %, on (B)(6) 2026 ~ ef 35 % and medications were given.